Event description:
It was reported that the patient presented via remote transmission. Upon review, the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.